Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event occurred on an unspecified date and involved a plum 360. It was reported that the pump failed the delivery accuracy test during its preventative maintenance (pm), the unit delivered over 21 ml on two separate tests. The pump was tested with a pronk ft-2 flow analyzer, the pump measures 21.1 ml and 21.2 ml. This was verified with a graduated cylinder on the 2nd trial. There were no reported issues with the pump while it was in clinical service. There was no patient involvement, and no report of patient harm.

Manufacturer narrative:
The device was received for evaluation on 10/20/2022. Customer complaint that the pump failed delivery accuracy test during its preventative maintenance (pm) the unit delivered over 21 ml on two separate tests. Complaint not verified. Three separate tests were done using a digital scale and a graduated cylinder. Device delivered as designed. All 3 tests were under 21 ml. Probable cause not found. Visual inspection found no damage.